Manufacturer narrative:
(B)(4). The device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. The device (b) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j92z95; expiration date: 11/2017; manufacturing date: 12/2012.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon placed two clips on the patient side of the cystic artery and two clips on the specimen side of the cystic artery. The clips looked to be intact and secure. The surgeon used a lap scissors to cut the vessel between the clips and immediately the vessel began bleeding due to the clips not being secure on the vessel. The surgeon tried to place additional clips on the vessel; however, the clips were not forming properly (scissoring). The surgeon was able to clamp the vessels with another lap instrument and called for another device. It took a few clips out of the new device until the surgeon was able to get "good clips" to secure the cystic artery. The doctor did not place any torque on the vessel, he is familiar with the device and noticed no increased force to fire and there was no unfamiliar sounds or tactile feedback while firing the device. The case was completed when the device delivered secure clips on the vessel to stop the bleeding. There were no patient consequences.